Event description:
Per the clinic, the patient experienced poor performance with the implanted device due to a tip foldover. Subsequently, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2025 to reinsert the device with a new sheath. The implanted device remains.